Manufacturer narrative:
Event was reported as a corneal ulcer in the left eye by the eye care practitioners office to coopervision. Method: four (4) unopened lenses from same lot of the actual device involved in the incident were returned and evaluated. The device was examined for visual defects and measured for parameters. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no failure was detected and the product was within specs. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt was prescribed sofmed breathable torics (enfilcon a). On (B)(6) 2011, pt was diagnosed with an ulcer in her left eye and was referred to a local ophthalmologist. Pt was experiencing pain and light sensitivity. Pt temporarily discontinued contact lens use from (B)(6) 2011 and was prescribed tobradex. There was no alteration of lens care regimen, no reduction in visual acuity, and the ulcer has fully resolved.